Event description:
The customer reported that during a roux-en-y, minor bleeding occurred although an end tone, indicating a completed seal cycle, was heard. A forcetriad energy platform, set at 3 bars, was in use at the time. Another device was opened to control the bleeding and finish the case. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.